Manufacturer narrative:
Additional information: d10, h3 plant investigation: the device was returned and a physical evaluation was performed. During the disinfection of the actual sample a leak was found on the cassette film. During the visual inspection with a microscope, a hole was observed in the cassette film. The cause was not established. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The event was confirmed and the cause was not established. The returned sample was scrapped after evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak within the cycler's cassette compartment when removing the cassette after canceling pd treatment. The treatment was cancelled due to receiving an unknown alarm four times during dwell 4 and drain line is blocked alarm during drain 4. It is unknown at which point in therapy the leak may have begun. The source of the leak is near the edge of one of the mushroom heads on the cassette facing the cycler cassette compartment door. It was reported that there was fluid within the cycler. The peritoneal dialysis registered nurse (pdrn) was advised to discontinue the use of the cycler. A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. There was no adverse event, symptom, nor medical intervention reported during the initial call. Upon follow up, the patient reported that treatment was not completed and he only performed a manual drain after the event. The patient did not experience any symptoms, adverse events, injuries, nor require medical intervention as a result of the reported event. The patient has received a new cycler. The cycler set used by the patient is available. A sample return kit was shipped to the clinic so they can return the reported cycler set to the manufacturer. The pdrn reported that on (B)(6) 2020 the patient was treated with prophylactic antibiotic kelflex 250 mg 3 times daily for 3 days via oral administration. The reported cycler is expected to be returned to the manufacturer for physical evaluation.